Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the distal coil was fractured at 19.0 cm from the connector pin. The lead was abraded from 19.0 cm to 19.5 cm from the connector pin.